Event description:
Customer sent the device in for repair. Technician found that the driving shaft was worn and the attachment vibrated. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). During pre-repair assessment performed by technician, it was noted that the gauge was damaged, the driving shaft was worn and the attachment vibrates, due to normal wear. Product was replaced.